Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed back light check. No back light anomaly noted during testing. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, motor error alarm or rewind anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using care link. Device had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 658 mg/dl. Customer's other blood glucose value was 170 mg/dl. The customer was treated with intravenous. Customer also reported no delivery alert and motor error. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The device will be returned for analysis.